Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, that there was no data from the blood parameter monitor (bpm) module to t-link. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint is related to MDR # 1828100-2013-00640. Originally this complaint was being called in on blood parameter monitor (bpm), but the MFR's clinical specialist was able to determine the problem was with the assembly interface module. Per the lab eval on (B)(4) 2013; the lab tech found the module had a strong burning smell coming from it. He disassembled the case and found the tantalum capacitor (c14) had failed (was blown). A replacement assembly interface module was sent to the customer. No additional action will be taken at this time.